Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the physician found a fragment/fiber in the anterior chamber of an unknown number of patients after iol insertion. Additional information was requested. There are two medical device reports associated with this physician. This report is associated with an unknown number of patients on unknown dates of event.